Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted, when the device has been returned and the investigation completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was identified that the lens was cracked and moisture was building up. The procedure was completed with the same device. The hospital did not report any patient complications.